Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Edwards lifesciences was notified through the implant patient registry that the patient passed away 3 weeks after a tavr. The causes of death on the death certificate listed a. Sepsis, b. Shock, c. Renal failure with other significant factors contributing to death, but not resulting in the underlying cause noted as ¿status post aortic valve replacement¿.

Manufacturer narrative:
(B)(4). According to the medical records provided by the facility, after screening, the patient was considered to be very high risk for an aortic valve replacement. It was planned to place a bare metal stent to the circumflex artery, followed by a transapical tavr procedure. The patient had a very complicated post operative course which included respiratory failure with hypoxemia requiring reintubation, ventilation and a tracheostomy. Additionally, the patient experienced heparin induced thrombocytopenia, chronic atrial fibrillation and acute on chronic kidney disease requiring hemodialysis,. The patient had been a limited dnr and despite all treatment efforts, the patient was then provided comfort care and expired 25 days after the sapien valve implant. Sepsis is a condition in which a patient meets the criteria for sirs (systemic inflammatory response syndrome) and has a known or highly suspected infection. If the sepsis is untreated the mortality rate is high and can progress to involve organ failure (severe sepsis). In this case, the source of the sepsis cannot be confirmed; however, per report the patient had multiple serious comorbidities (e.g. Insulin dependent diabetes mellitus, acute on chronic kidney disease on hemodialysis, respiratory failure s/p tracheostomy,) which could have predisposed to an infectious process and subsequent sepsis. Additionally, the patient had a complicated post operative course which likely contributed to the poor outcome of the patient. There was no allegation or indication that the event was related to the valve or its function. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.